Event description:
A customer contacted beckman coulter regarding erroneously low rbc and platelet (plt) results from a single patient sample that were generated by the coulter ac t diff 2 instrument. A patient sample was tested for rbc and plt and the results were: rbc: 2.86 x10x10x10x10x10x10 cells/ul. Plt: 220x10x10x10 cells/ul. The patient original sample was retested for rbc and plt on the next day. The repeated results were rbc: 4.14x10x10x10x10x10x10 cells/ul, plt: 306x10x10x10 cells/ul. The customer re-tested the patient original sample for rbc and plt once more. The rbc result was 4.26x10x10x10x10x10x10 cells/ul. The plt result was 307x10x10x10 cells/ul. The rbc and plt results were believed to be erroneous when the repeated results did not match the initial results. There was no death or injury as a result of this event.

Manufacturer narrative:
The erroneous results occurred in primary (closed vial) mode. Qc is run once daily and was performed before the event. Service summary (post event): a field service engineer (fse) was dispatched to the customer lab. The fse inspected the instrument and found no problems. The fse checked vacuum integrity and cleaned baths. The fse verified repair per established procedures; the results meet published performance specifications. As of july 22, 2006, there have been no further issues of erroneous results from this account. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.